Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory for system upgrade (pacemaker to cardiac resynchronization therapy defibrillation (crt-d) device).the chronic device (right sided implant site) and chronic leads were abandoned. The crt-d device and leads were successfully implanted via left pectoral approach. During device-based testing, the patient was induced into a sustained arrhythmia. The arrhythmia was detected and successfully terminated. Following shock therapy from the device, the patient developed pulseless electrical activity (pea) (confirmed by fluoroscopic imaging). The device delivered pacing and some intrinsic activity was briefly restored. However, spontaneous ventricular fibrillation (vf) occurred that was detected by the device. Following detection, the spontaneous arrhythmia was treated within device specifications. There was no delay to therapy delivery during the spontaneous vf episode. Despite the maximum number of internal shocks per episode (therapy exhaustion) and external defibrillations, the patient could not be stabilized and died. There were no allegations of device malfunction and both devices were left implanted post-mortem. According to the physician, the implant procedure was not implicated in the patient's death. However, the device-based testing portion of the procedure may have contributed to the patient's death. No save-to-disk was performed post-mortem. No laboratory testing has been requested at this time.